Event description:
It was observed during the device evaluation that the subject device exhibited adhesive around the objective lens with a chip, and the forceps elevator contained foreign material. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the foreign material at the forceps elevator was not established. Also, for the adhesive around the objective lens with a chip, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.